Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device powered up properly after the test battery was installed. Device also responded properly to button presses. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm, unexpected off no power alarm or unexpected e/a alarm noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was non responsive and unspecified insulin pump error alarm. Customer stated that the insulin pump had no delivery alarms. Customer stated that the sometimes rewinding was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.